Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir(s) attached. Customer reports syringe 3ml ll 200 does not move easily, it appears to be sticky. Ref# (B)(4). Lot# not available. Serial# (B)(6).

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir(s) attached customer reports syringe 3ml ll 200 does not move easily, it appears to be sticky ref# 309657 lot# not available serial# 95823385